Event description:
The facility reported unspecified failures listed in the customer recall letter. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hospital rep stated that there were no reports of patient injury or medical intervention.